Manufacturer narrative:
H3: the most likely cause for the revision reported due to early prosthesis wear could include a number of variables including use error, implant positioning, implant size selection, and patient factors. Additionally, increased shelf oxidation resulting from the use of nylon vacuum bags without evoh could also have contributed to the wear. However, this cannot be confirmed as the devices were not available for evaluation, images and radiographs were not provided, and no clinical data was provided.

Manufacturer narrative:
H10. D10. Concomitant products: 2139029 - 101-45-30 - 4.5mm drill bit 30mm 2280879 - 122-65-20 - 6.5mm acetabular bone screw 20mm 2366251 - 122-65-20 - 6.5mm acetabular bone screw 20mm 3640282 - 170-32-00 - biolox delta femoral head 32mm od, +0mm 3688931 - 180-01-52 - nv crown cup clstr hole 52mm group 2 3666881 - 188-00-10 - wedge plasma s/o sz 10 these devices are used for treatment not diagnosis. There is no other information available. Pending investigation

Event description:
It was reported via legal documentation that a patient had a left hip total arthroplasty on (B)(6) 2014 and then approximately 9 years, 12 months later experienced a surgical revision on (B)(6) 2023. Revision operative report of (B)(6) 2023- postoperative diagnosis- failed left hip. Revision of acetabular component. She had an abundant adverse local tissue reaction. Probing the proximal femur did reveal some osteolysis all about the. Stem and a little more so medially was some erosion of the calcar and some laterally into the greater trochanter. The stem was well fixed. The cup had significant wear. Noted some impingement with extreme extension and external rotation. Liner was removed. Cup was extracted, osteolysis was noted, particularly around the screw holes. Impacted a competitor g7 cup. Surgeon used a 40 liner with +5 mm of offset to make the hip center at the anatomic location and a 40 ceramic head with +o neck length on a titanium sleeve. The wound was lavaged well. The hip was reduced and was stable with full range of motion. Sterile bandage applied. Devices not returned. No images provided. No patient medical/clinical history provided. There is no other information available.